Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after an inappropriate shock episode. Upon interrogation, it was noted there was a one time drop of high voltage impedance below 10 ohms on the same date as the shock episode. The physician elected to leave the lead as the measurements were later normal. The patient would continue to be monitored and was stable.

Event description:
New information received indicated that the patient received additional inappropriate shocks on (b(6) 2019 due to noise being sensed as a ventricular fibrillation. It was noted that the high voltage impedance was low and only several 25 joule shocks were delivered despite being programmed to deliver multiple 40 joule shocks. No device intervention was reported. Patient was stable.